Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Event description:
Approximately thirty-two and a half months after the implantation, the patient developed aphasia and right-sided hemiplegia. A CT scan revealed a stroke. The patient was treated with intra-arterial thrombolysis. Investigation is ongoing.